Event description:
On (B)(6) 2012: right peripheral IV placed; on (B)(6) 2012: PICC line placed. On (B)(6) 2012: I & d of right forearm abscess. Bloodstream infection related to peripheral IV phlebitis.